Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 24 and 36 hours. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the investigation of the returned device found that there was a kink in the external portion of the soft cannula. Fluid path testing found that this damage did not prevent fluid from flowing through the fluid path as intended. The timing and cause of the soft cannula damage could not be determined. The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Because it could not be when or how the external soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Cgm sensor type: g7.